Manufacturer narrative:
Updated data: b5. Added second paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic surgical aortic valve, upon deployment of the valve up to the point of no recapture (ponr), the valve did not expand well and the patient's blood pressure waveform was "absent". Subsequently, the valve was recaptured and a second deployment was attempted at a higher position; however, there was no change in the situation. It was decided that the 26 mm valve would be downsized to a 23 mm transcatheter valve, and the 26 mm valve was withdrawn from the patient but hypotension persisted. Cardiopulmonary resuscitation (CPR) was initiated and percutaneous cardiopulmonary support (pcps) was introduced. Following pcps introduction, the patient's hemodynamics stabilized, and the 23 mm transcatheter valve was implanted. Upon fluoroscopic inspection, under expansion of the 23 mm valve frame was observed. Subsequently, a post-implant dilation using a 20 mm balloon was performed to address the under expansion. Following the post-implant dilation, the patient became hemodynamically unstable and an intra-aortic balloon pump (iabp) was inserted. Following the implant procedure, the patient was transported to the intensive care unit (ICU) under intubation. It was also reported that on the same day as the implant of the 23 mm transcatheter valve, an aortic annulus dissection and annulus rupture were observed. Additional information was received indicating that a non-compliant, non-medtronic balloon was used. One inflation was performed over 5-second using an indeflator device.

Event description:
It was reported that during the attempted implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 23 mm non-medtronic surgical aortic valve, upon deployment of the valve up to the point of no recapture (ponr), the valve did not expand well and the patient's blood pressure waveform was "absent". Subsequently, the valve was recaptured and a second deployment was attempted at a higher position; however, there was no change in the situation. It was decided that the 26 mm valve would be downsized to a 23 mm transcatheter valve, and the 26 mm valve was withdrawn from the patient but hypotension persisted. Cardiopulmonary resuscitation (CPR) was initiated and percutaneous cardiopulmonary support (pcps) was introduced. Following pcps introduction, the patient's hemodynamics stabilized, and the 23 mm transcatheter valve was implanted. Upon fluoroscopic inspection, under expansion of the 23 mm valve frame was observed. Subsequently, a post-implant dilation using a 20 mm balloon was performed to address the under expansion. Following the post-implant dilation, the patient became hemodynamically unstable and an intra-aortic balloon pump (iabp) was inserted. Following the implant procedure, the patient was transported to the intensive care unit (ICU) under intubation. It was also reported that on the same day as the implant of the 23 mm transcatheter valve, an aortic annulus dissection and annulus rupture were observed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-2329, product ID: d-evolutfx-2329, serial/lot: unknown, use by date: unknown, UDI: unknown. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.